Event description:
Boston scientific crm rec'd info that this dextrus atrial lead dislodged. During a revision procedure, the lead was explanted and replaced with a new lead. No adverse pt effects were reported. Explant date was not available.

Manufacturer narrative:
The device was not returned for analysis. Therefore the analysis is based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All prod steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular mfg process.